Manufacturer narrative:
Device return was received and evaluated. Evaluation determined that the reported issue was not confirmed however, the device was found with an intermittent noise in the image due to a faulty cable. In addition, the switch button number 1 and zoom button of the device were observed to be intermittent due to faulty switch board. The device failed the leak test. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that during an unspecified procedure the device exhibited no image. No further details provided regarding the reported event. No patient impact or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on device evaluation results, it is assumed that the device head was excessively stressed by the user, resulting in a failure of the ccd, which resulted in no image output and noise. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor complaints for this device.